Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date, the patient had experienced a blood glucose (bg) of 500 mg/dl with extreme drowsiness, difficulty waking up, and/or confusion along with nausea associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached by customer technical support for further information. This complaint is being reported because the patient allegedly experienced hyperglycemia based on the alleged inaccurate delivery of insulin.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the meter and pump has been returned and evaluated by product analysis on 07/01/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a blank display screen with auditory and vibratory features. Review of black box data found that the total daily delivery added up correctly and reflected the user¿s basal program. Moisture was observed behind the display lens. Battery compartment cracks were observed above and below the grip pad. A leak test showed leaks at the battery compartment and the display lens. Pump casing was opened and additional evidence of moisture intrusion was found on internal pump components. Due to the blank screen, the remaining testing could not be conducted. The alleged inaccurate delivery issue was unable to be fully investigated and no conclusion could be drawn.